Event description:
Boston scientific crm received information that the patient with this device and right ventricular (rv) lead had fallen, and was sent to the emergency room. Upon testing, this rv lead had an increase in threshold measurements which resulted in retry mode of the automatic capture feature. The representative had questions regarding retry mode, and it was noted that the device was in retry prior to the fall. The physician had concerns about the performance of this lead. The technical service consultant referred the representative to the product performance report. Two weeks later the lead was successfully repositioned due to poor r wave measurements.